Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The previously reported revision involved explanting and replacing the leads with new leads, which resolved the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Concomitant medical products: model: mn10450-50a, drg lead / therapy date unknown.

Event description:
Related manufacturer reference numbers: 1627487-2019-07722. It was reported that the patient's leads had migrated and surgery occurred on (B)(6) 2019 to revise the leads, which addressed the issue.